Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarms no delivery on a consistent basis. The patient's blood glucose at the time of incident is unknown. The customer stated that he has been struggling with no delivery and motor error alarms over the past few months, and has usually been able to resolve the issues by disconnecting from the pump and performing a bolus; the pump resumes normal function afterwards but the issues eventually reoccur. Troubleshooting for the no delivery alarm could not be initiated due to the customer clearing the alarm prior to the call by changing the infusion set. The customer does not wish to return the infusion set or reservoir for analysis since he believes the pump is causing the issues. The customer was advised to call the next time the pump alarms no delivery in order to perform product testing and troubleshooting to identify the blockage and figure out how to prevent the issue from reoccurring. No products were shipped or returned.